Event description:
It was reported that patient was experiencing pain around the lead. The physician assessed that the lead had migrated. The patient underwent a surgical procedure where the lead was re-positioned. The patient was recovering well post operatively.